Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not detected) error message was confirmed during archive data review; however not confirmed during functional testing. No device malfunction. During visual inspection, no physical damage was observed. During initial functional testing, platform was tested with known-good lifeband by installing and removing process and belt switch assembly was within specification; no fault was observed. The archive data was reviewed and contained multiple user advisory (ua) 12 (lifeband not detected) error messages. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Note that user advisory 12 error message alerts the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform.

Event description:
During shift check, the autopulse platform (sn 33950) displayed user advisory (ua) 12 (lifeband not detected); three new autopulse lifeband was used for testing. No patient involvement.